Event description:
It was reported that began experiencing a burning sensation at the lead-extension connection location after lifting a steel door to put a hole in it. The pt also reported pain in his back while stimulation was on. Interrogation was done and revealed all impedances were appropriate. Both the lead and electrodes were checked independently. The pt's pain was reproduced when the amplitude was increased and was felt even before stimulation was perceived. The pt also noted that changes in position influenced the presence of the painful/burning sensation. The physician instructed the pt to leave the stimulation off for a week and then try turning it on again. Programming was unsuccessful and further interrogation revealed impedances were out of the normal range. The pt underwent surgery to replace the leads. During the surgery, the surgeon reported that the internal component of the anchor was not intact with the outer silicon component. The pt recovered without sequela.

Manufacturer narrative:
Add'l results: final device analysis of both leads revealed no anomaly found, the lead was functionally ok. Normal impedances were measured on all circuits and electrode pair combinations. Final device analysis of one anchor revealed no anomaly found. Analysis of the second anchor revealed that the anchor was separated.